Event description:
It was reported that the patient underwent a revision procedure due to the deactivation button of the control pump was exposed from the scrotum membrane. The patient did not show any signs of pain, fever, or infection. The device remains functioning normally, the patient underwent a primary closure procedure and if signs of infection appear the physician will explant the entire system. Additional information was reported that the pump extruded from the incision site. The physician believes the patients history of diabetes resulted in the delay of the incision healing during the time of revision the site was cleaned, the pump was re-positioned and the suture was closed. At follow-up (B)(6) 2022 the incision site had re-opened, the incision site was cleaned with antibiotics and re-closed.

Event description:
It was reported that the patient underwent a revision procedure due to the deactivation button of the control pump was exposed from the scrotum membrane. The patient did not show any signs of pain, fever, or infection. The device remains functioning normally, the patient underwent a primary closure procedure and if signs of infection appear the physician will explant the entire system.